Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier needs to be replaced. Customer will repair. This MDR is related to ge healthcare.